Event description:
Major pump unit(s) involved: device thrombosis. Additional text: pannus in the lv at the apex of the lv. Specific component(s) involved: inflow graft malfunction/malposition. Additional text: (B)(4). Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): unknown. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: pump drive unit malfunction.